Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a hip arthroplasty on an unknown date. Subsequently, patient is being considered for revision due to unknown reasons. No further information available.